Event description:
The customer reported via phone call that he accidentally went into the pool with the insulin pump on. Customer's blood glucose was 89 mg/dl at the time of the incident. Customer stated that the buttons don't make any beeps anymore and there is fluid under the lcd display. Customer stated that there is crack by the battery compartment and he received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly during the visual inspection. They were unable to verify the button error alarm or the unresponsive buttons/keypad due to the blank display. The pump had a minor scratched lcd window, a cracked case at the display window corner, broken battery tubethreads, a cracked reservoir tube lip, a cracked reservoir tube window, and cracked case at reservoir tube window corner.